Manufacturer narrative:
Part: 03.010.523, lot: 8718709, manufacturing site: (B)(4), release to warehouse date: feburary 27, 2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot number: 8718709) was received at us customer quality, cq. Visual inspection of the complaint device showed the threaded distal tip broken off at the most proximal thread form and the broken tip was retained in the threaded portion of the mating device radiolucent insertion handle frn (p/n: 03.033.001, lot # 49p1547). The driving cap had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: drawing: manufactured revision, specified dimensions: shaft od , groove diameter. Measured dimensions: shaft od = conforming. Groove diameter= conforming caliper. Document/specification review: the following drawing(s) was reviewed: connector for insertion handle: current and manufactured revisions. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the distal tip has broken off. While a definitive root cause could not be identified, it is possible that an off-axis strike on the driving cap contributed to the complaint condition. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an orthopedic procedure, the impactor broke from insertion. The nail was inserted by pushing handle by hand. There was no surgical delay. The procedure was successfully completed. There were no patient consequences. This report involves one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).